Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. Pt reported allegations against their first ins implant (sn: (B)(4) model: 97714). Pt stated that they had the first implant for a couple of years, but experienced charging issues. Pt stated that they "don't know if its their anatomy", but the only way they could get the ins to charge is through the pt "laying in a yoga position". Pss asked a date for when the issue first started. Pt stated that the implant was "always difficult to charge" because the ins "really flipped around a lot". Pt noted they had a non-rechargeable ins after, but did not report any allegation against longevity. No patient symptoms were reported.